Event description:
During a conference call to discuss a customer site visit, the carefusion sales consultant noted the customer identified a recent over infusion of fentanyl that was due to user programming. The customer did not previously report this event to carefusion because they did their own internal investigation. There was no pt harm or medical intervention. Although requested, no add'l pt or event info was provided.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the fentanyl over infusion. The device and logs will not be returned for eval. The customer's internal investigation found that this was a programming error by the clinician which was corrected before any adverse event occurred.